Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pca was programmed to give dilaudid 0.2mg per hour and it was discovered that the pca delivered an "incorrect dose" of 0.6mg. The customer reported no patient harm and no medical interventions.

Manufacturer narrative:
The customer¿s report that the pca delivered 0.6mg was confirmed. Review of the pcu event logs shows that the user made several attempts to program the pca module for hydromorphone, first in pca only mode with a dose of 0.2mg and then in loading dose only mode with a dose of 0.6mg. In each case there were numerous walkaway alarms followed by powering off of the system. The user then programmed hydromorphone 10mg/50ml, loading dose only mode, loading dose: 0.6mg. The loading dose was infused and the user then programmed pca only mode with a dose of 0.2mg. Inspection of the module showed no anomalies. Testing showed no malfunctions. The root cause of the customer¿s report that the pca delivered 0.6mg when programming was to give 0.2mg was user programming. No device malfunction is believed to have occurred.